Manufacturer narrative:
During follow-up visit for psf/tlif (l4-s1) it was noticed that one of the rods had fractured. Initial implantation date was (B)(6) 2017. (B)(4). Exemption e2017030.

Event description:
During follow-up visit for psf/tlif (l4-s1) it was noticed that one of the rods had fractured. Initial implantation date was (B)(6) 2017.